Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. For pt "d" - pt treatment charts could not be re-opened with previously closed. An error message is displayed. Customer had to shut down the linac and reboot the radio therapy technologist (rtt) and then found the treatment was not recorded in rtt. Root cause is currently being investigated. There is no report of any injury. Risk analysis is pending. Corrective action is pending investigation results.